Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during a colonoscopy. According to the complainant, during the procedure the clip would not release from the delivery system. After manipulation, the clip was able to release onto the target tissue. Post procedure, during imaging it was noticed that a perforation had occurred due to the manipulation of the clip. The patient was scheduled for surgery to remove a cancerous mass, however the patient was immediately taken to surgery after the perforation was discovered. The patient condition was reported as stable post procedure.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.